Manufacturer narrative:
The reported guide wire was received for analysis. Examination of the guide wire revealed the core wire to be fractured. No biological material was observed on the guide wire shaft. The fractured guide wire section was not returned. There was no other damage revealed with the guide wire that would have contributed to the reported event. Scanning electron microscopy analysis revealed the presence of excessive fatigue stresses on the fracture face of the core wires. The oad used during the procedure was also returned, and functioned as intended with no anomalies noted. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the exact root cause of the guide wire fracture could not be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# 05546

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire detached and remained in the patient. The target lesion was highly calcified and located in the superficial femoral artery. Following treatment with atherectomy and balloon angioplasty, the tip of the viperwire guide wire was noted to be missing. The wire fragment remained in the foot of the patient and there were no additional patient consequences noted.